Manufacturer narrative:
The e801 analyzer serial number was (B)(4). The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 98.1 ng/l. The repeat result was 18.7 ng/l. The sample was repeated on an e801 analyzer in a different laboratory and the result was 18.7 ng/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Calibration and qc were acceptable. The alarm trace data from the day of the event showed numerous "sample foam detected" and "sample clot detected" messages. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.